Manufacturer narrative:
The insulin pump was received with detached end cap, cracked case at the display window corner, cracked reservoir tube lip, broken belt clip slot and minor scratched display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer reported that the motor was going backward instead of going towards the reservoir. The customer's blood glucose was 148 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.